Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited some intermittent noise and some potential loss of capture, but the device is not always seeing it. Technical services (ts) reviewed presenting electrocardiogram and device data strips from the field representative, and confirmed observations. Ts explained it could be lead-on-lead noise, and recommended chest imaging to confirm lead locations. No adverse patient effects were reported. The device remains in service. It was reported additionally, that this crt-d also exhibited oversensing and subsequently, was explanted and a new device of a different model, was successfully implanted. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.